Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient information requested but not received.

Event description:
It was reported that a secondary magnesium sulphate infused faster than expected. The customer confirmed that there was no patient harm .

Event description:
It was reported that magnesium sulphate 5g/100ml was administered as a secondary infusion at 1600 using IV pump with a set rate of 36.7ml/hr. It was to be infused over three hours. The nurse rechecked the infusion 15-20 minutes later and the secondary had all infused. There was no patient harm. Through non-bd investigation, it was determined that the cause of the incident was due to a back check valve failure in the tubing set. Laboratory testing had identified the presence of magnesium sulphate (secondary infusion) mixed with the contents of the primary bag (d5w).

Manufacturer narrative:
Device information should have remained as device (not disposable). Revised device information sections back to device as per initial MDR (B)(4).

Manufacturer narrative:
This was created to report a device is no longer the suspect-product grid was revised.

Event description:
It was reported that magnesium sulphate 5g/100ml was administered as a secondary infusion at 1600 using IV pump with a set rate of 36.7ml/hr. It was to be infused over three hours. The nurse rechecked the infusion 15-20 minutes later and the secondary had all infused. There was no patient harm. Through non-bd investigation, it was determined that the cause of the incident was due to a back check valve failure in the tubing set. Laboratory testing had identified the presence of magnesium sulphate (secondary infusion) mixed with the contents of the primary bag (d5w).